Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device (location of device: peritoneal cavity)"), device expulsion ("left essure device was expelled into the uterine cavity") and genital haemorrhage ("persistent bleeding") in a 44-year-old female patient who had essure (batch no. 458645(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlute (close) fallopian tube / left device failed". The patient's past medical history included nulli gravida, migraine, gastrointestinal disorder, hypercholesterolemia, gastroesophageal reflux disease, esophageal reflux in 2006 and dyslipidemia. Concurrent conditions included overweight, smoker and weight increased. Family history included nervous system disorder, carpal tunnel syndrome, disorder bone (nos), cartilage disorder, esophageal reflux, dyslipidemia and joint disorder. Concomitant products included medroxyprogesterone (depo provera) from october 2012 to march 2013 for contraception as well as ketorolac, ketorolac tromethamine (toradol), omeprazole since 2006 and simvastatin (simvastin) from 2008 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 4 months after insertion and 1 day after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrooesophageal reflux disease ("acid reflux") and migraine ("migraines"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2013), surgery (unilateral salpingectomy on (B)(6) 2013) and surgery (unilateral salpingectomy on (B)(6) 2013). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the device dislocation, device expulsion, gastrooesophageal reflux disease and migraine had not resolved. The reporter considered device dislocation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: after essure insertion: left fallopian tube - 3 coils noted after placement; right fallopian tube - 1 coil noted. On (B)(6) 2017, during operative hysteroscopy with partial removal of essure device on left fallopian tube and laparoscopic fulguration of left fallopian tube, the essure device was visualized protruding from the left tubal ostia and was grasped with hysteroscopic graspers and partially removed (only left side was removed). Then, the left fallopian tube was identified and grasped and in the isthmic portion of the tube. Fulguration of the oviduct took place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On (B)(6) 2013: history: hysteroscopic tubal occlusion on (B)(6) 2012. Need to verify occlusion of tubes. Findings: preliminary film demonstrates a right essure device the left essure device is coiled upon itself to the right of midline. Impression: 1. Findings consistent with right obstruction. 2. Spillage of contrast from the patent left fallopian tube into the peritoneal cavity indicates failed left essure. Left coil noted to the right of midline in the pelvis. (B)(6) 2013: surgical pathology diagnosis: gross diagnosis: intrauterine essure coil clinical history: failed essure of left; hysteroscopy/laparoscopic tubal. Gross description: received fresh with a container labeled with intrauterine tissue essure coil is a silver coil measuring approximately 18.5 cm in length and less than 0.1 cm in diameter. There is no soil tissue attached to the specimen. The specimen is gross only and clinically as intrauterine essure coil. (B)(6) 2013: hysterosalpingogram :unilateral occlusion (right tube occluded) and failure to occlute (close) fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device ineffective, migraine, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device (location of device: peritoneal cavity)"), device expulsion ("left essure device was expelled into the uterine cavity") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 458645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlute (close) fallopian tube / left device failed". The patient's past medical history included nulli gravida, migraine, gastrointestinal disorder, hypercholesterolemia, gastroesophageal reflux disease, esophageal reflux in 2006 and dyslipidemia. Concurrent conditions included overweight, smoker and weight increased. Family history included nervous system disorder, carpal tunnel syndrome, disorder bone (nos), cartilage disorder, esophageal reflux, dyslipidemia and joint disorder. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as ketorolac, ketorolac tromethamine (toradol), omeprazole since 2006 and simvastatin (simvastin) from 2008 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013 the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrooesophageal reflux disease ("acid reflux") and migraine ("migraines"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2013). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the device dislocation, device expulsion, gastrooesophageal reflux disease and migraine had not resolved. The reporter considered device dislocation, device expulsion, gastrooesophageal reflux disease, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: after essure insertion: left fallopian tube - 3 coils noted after placement; right fallopian tube - 1 coil noted. On (B)(6) 2017, during operative hysteroscopy with partial removal of essure device on left fallopian tube and laparoscopic fulguration of left fallopian tube, the essure device was visualized protruding from the left tubal ostia and was grasped with hysteroscopic graspers and partially removed (only left side was removed). Then, the left fallopian tube was identified and grasped and in the isthmic portion of the tube. Fulguration of the oviduct took place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On (B)(6) 2013: history: hysteroscopic tubal occlusion on (B)(6) 2012. Need to verify occlusion of tubes. Findings: preliminary film demonstrates a right essure device the left essure device is coiled upon itself to the right of midline. Impression: findings consistent with right obstruction. Spillage of contrast from the patent left fallopian tube into the peritoneal cavity indicates failed left essure. Left coil noted to the right of midline in the pelvis. (B)(6) 2013: surgical pathology diagnosis: gross diagnosis: intrauterine essure coil clinical history: failed essure of left; hysteroscopy/laparoscopic tubal. Gross description: received fresh with a container labeled with intrauterine tissue essure coil is a silver coil measuring approximately 18.5 cm in length and less than 0.1 cm in diameter. There is no soil tissue attached to the specimen. The specimen is gross only and clinically as intrauterine essure coil. (B)(6) 2013: hysterosalpingogram :unilateral occlusion (right tube occluded) and failure to occlute (close) fallopian tube . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device ineffective, migraine, device expulsion. Most recent follow-up information incorporated above includes: on 13-feb-2018: plantiff fact sheet & medical record received. Events migration of essure device, partial expulsion of essure device , acid reflux, migraines, device ineffective are added. Lot number received. Lab data updated. Concomitant condition & drug are added. Historical drug & condition are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.